Event description:
Additional information was received that the patient was seen in the office for intermittent out of range impedance measurements. During the in office check, the shock impedance measurement was 103 ohms which is within normal limits and the pace impedance measurements were also within normal limits. The patient will be followed up with an electrophysiologist and enrolled in the remote home monitoring system. The system remains in service and no adverse patient effects were reported.

Event description:
Boston scientific received information that the patient reported that the device was beeping. The field representative noted that there was one high out of range transient reading for the shock impedance at 135 ohms. At the current device check there was normal sensing, threshold measurements and impedance measurements. The physician planned to continue to monitor. Boston scientific technical services (ts) was consulted and suggests performing commanded shocks if the issue is seen again. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient contacted boston scientific technical services (ts) and reported hearing further tones. The patient also noted that the pocket area was sore and she had a recent revision. Ts advised the patient to follow up with their physician. The patient did not specify a reason for revision. The field representative obtained additional information from the clinic that the patient underwent a pocket revision six months earlier where the device was relocated for pre-erosion. It was noted that the device had not actually eroded through the pocket at the time of the revision procedure. The patient has not been seen for a follow up visit since they reported tones to ts. The system remains in service and no adverse patient effects were reported.